Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead's suture sleeve was missing. The atrial lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event was ¿after placement, it was confirmed that the product did not have a suture sleeve, and it was assumed that the suture sleeve was originally not attached to the body¿. As received, a complete lead with stylet inserted was returned in one piece. The suture sleeve was noted to be separated from the lead body as returned. Visual examination of the lead and the suture sleeve found no anomalies. A manufacturing investigation was performed by the manufacturing site and the lead body outer diameter and suture sleeve inner diameter were verified to meet specifications and the suture sleeve was verified to not slip along the lead body when it was reassembled on the lead body. Vision system images taken during the manufacturing process verified the suture sleeve was assembled on the lead body during manufacture. Thus, it could be concluded that the suture sleeve was inserted into the lead body during the manufacturing process and was unlikely to have fallen freely from the lead body upon the packaging process as it was placed into the packaging tray and sealed accordingly.